Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure for carotid stent placement, after the precise 8 x 40 mm stent was deployed and post-dilated the physician aspirated thrombus using a medtronic export catheter. The capture sheath of the angioguard 5 mm embolic protection device was advanced and captured the filter basket into the sheath. Although the distal marker band on the sheath lined up with the proximal marker band on the filter basket, the filter basket still seemed open. A 6 fr cook shuttle sheath introducer was advanced to capture the angioguard filter basket and caught onto the precise stent. After some maneuvering, the angioguard device was successfully retrieved back into the 6 fr cook shuttle sheath introducer and was successfully removed from the patient as one unit. After removal from the patient, the angioguard filter basket was inspected and was noted to be deformed-proximal marker band detachment. The filter basket and proximal marker band were successfully removed from the patient. There was no reported patient injury. There was no debris noted in the angioguard filter basket.

Manufacturer narrative:
The target lesion was the left internal carotid artery. The lesion was reported to be: moderately calcified, moderately tortuous, and 90% stenosis. The lesion was predilated with a st. Jude submarine 3.0 x 20 mm balloon catheter. The stent was postdilated using a st. Jude submarine 4.0 x 30 mm balloon catheter. The product was inspected prior to use and no problems were noted. The product was prepped properly according to the instructions for use (IFU). No additional information was available. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. Note: lake region lot number 08409178 is cordis lot number 70509514. Per lake region report (B) (4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 08409178. This packaging lot contained 66 units, which were shipped from (B) (4) on june 25, 2009. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.